Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hear" could be confirmed. During service the device failed the pre-repair temperature assessment. If add'l info becomes available a supplemental report will be submitted.

Event description:
Device received from (B)(6) for service. During servicing excessive heat was discovered. The device was not being used in surgery. There was no injury, medical intervention or delay reported. There is no add'l info provided.